Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had air/water or aspiration problem. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be established but the foreign material that clogged the nozzle is likely from a tissue. In addition, the following non-reportable malfunctions were found during the device evaluation. The ccd-cover lens is scratched, the c cover cap is damaged, there are creases on the connecting tube, the universal cord unit has wrinkles, the scope connector electrical contacts are damaged, and the air/water channel port of the connector is slightly loose. Olympus will continue to monitor field performance for this device.